Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system would not power on after replacing the sd card. The biomed stated that the ro system was manually restarted following the re-installation of the sd card. The t1 test was started (in supply mode) but turned off before completion and would not turn back on. Upon evaluation, the stage 1 power switch and power cord were found to be burned and were determined to be the cause of the reported issue. There was no burning smell, smoke, spark, or arcing observed. There were no alarms associated with the reported issue. The thermal overload relay did not trip. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified. There was no patient involvement as the reported issue occurred outside of clinic hours nor was there any personal harm to anyone as a result of discovering the thermal damage. The power switch and power cord were replaced to resolve the reported issue. The ro system has been returned to service. No parts were available to be returned to the "manufacturer" for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the manufacturer determined the thermal damage of the wiring of the motor protection switch was most likely caused by poor electrical contact. Insufficient contact pressure resulted in a high contact resistance and a high thermal load/stress on the wiring occurred. As a result the wiring gets discolored and could char. There are most likely two contributing factors responsible for the tripping of the motor protection switch and the thermal damage. The cable lugs were likely slightly loosened during the replacement of the sd card which could have worsened the contact between the cable lugs and their contact pins at the motor protection switch. However, a manufacturing failure cannot be excluded as a possible failure cause. According the complaint intake information, the problem was solved by replacing the motor protection switch and attached power cord. It is also highly recommended to replace the wiring between the motor protection switch and the contactor.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the aquabplus reverse osmosis (ro) system would not power on after replacing the sd card. The biomed stated that the ro system was manually restarted following the re-installation of the sd card. The t1 test was started (in supply mode) but turned off before completion and would not turn back on. Upon evaluation, the stage 1 power switch and power cord were found to be burned and were determined to be the cause of the reported issue. There was no burning smell, smoke, spark, or arcing observed. There were no alarms associated with the reported issue. The thermal overload relay did not trip. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. No blown fuses were identified. There was no patient involvement as the reported issue occurred outside of clinic hours nor was there any personal harm to anyone as a result of discovering the thermal damage. The power switch and power cord were replaced to resolve the reported issue. The ro system has been returned to service. No parts were available to be returned to the manufactuer for physical evauation.